Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing episodes due to myopotentials were revealed. The device was successfully reprogrammed to resolve the issue. The patient is well.